Manufacturer narrative:
The following fields are being corrected: b5, d5, e1 (should have been left blank), e2, e3, g2. Lastly, correction to the g3 of the initial medwatch. The aware date should be 05aug2024.

Event description:
The event was not reported by the customer. It was observed during the device inspection, that xenon light source produced no image and b30 error message. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source produced no image and b30 error message. The issue occurred, during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a scope socket. However, the specific cause of the faulty scope socket could not be established at this time. Olympus will continue to monitor field performance for this device.